Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 413 mg/dl. The customer was offered troubleshoot for high blood glucose and declined treatment bolus. The customer was treated with bolus for high blood glucose. Customer was not in auto mode . Customer reported bent sensor. The insulin pump as well as reservoir will not be returned for analysis.